Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were difficult to read before use. The following information was provided by the initial reporter: "demarkation lines are faint and difficult to read."

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were difficult to read before use. The following information was provided by the initial reporter: "demarkation lines are faint and difficult to read."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-26. H6: investigation summary. One photo and one 1ml syringe in an opened blister pack from batch 9322078 (p/n 309628) were received and evaluated. It was observed the syringe had multiple areas of missing and/or light print as well as scuff marks. The poor print quality was rejectable per product specification. Potential root cause for the poor print defect is associated with the assembly process. H3 other text : see h.10.